Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿knowing about device algorithms to understand the rhythm and role of managed ventricular pacing.¿ clinical medicine insights: case reports. 2017; 10:1-2. Doi: 10.1177/1179547617729651. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg). The patient presented to the emergency room (ER) after the patient¿s regular cardiologist was concerned about an abnormal electrocardiogram (ECG). The cardiologist suspected device dysfunction. The device was checked and the feature of ¿managed ventricular pacing¿ explained; the patient was ¿reassured and subsequently discharged.¿ further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.